Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. The customer's blood glucose level was recorded at 300 mg/dl. Customer changed supplies as necessary and resumed insulin therapy